Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of report: 14oct2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The touchscreen was found not working properly. The touchscreen was found with intermittent operation. The unit was powered on in normal mode, the control tests were performed per service manual instructions. The unit did not pass. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that verified customer complaint of touchscreen out of specification. Unable to calibrate touchscreen. Noted resistances out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.